Event description:
It was reported that the right ventricular lead exhibited high pacing threshold. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found normal lead characteristics.